Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that when the intraocular lens opened and primed, when surgeon attempted to implant lens it has advanced too far in the loader. Backup lens immediately used without issue. No patient harm was reported. Additional information has been requested.